Event description:
It was reported that a patient had an artificial urinary sphincter explanted and replaced due to fluid loss noted above the right angle connector resulting in recurring incontinence. No further patient consequences were reported in relation to this event. Further information has been requested and not yet received.